Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after using a 6/7f mynx control vascular closure device (vcd). Manual compression was subsequently applied to achieve hemostasis. There were no reports of patient injury. There was no pulsatile bleeding noted upon removal of the advancer tube. No anticoagulants, antiplatelets, or thrombolytics were used. There was no history of coagulopathy. No issues were noted during balloon retraction or button#2 step. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography, including insertion angle verification of the vascular sheath introducer. The device was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was little no vessel tortuosity and calcium in the vicinity of the puncture site. The device will be returned for evaluation.